Event description:
Procedure type: lap. Gastric bypass. According to the reporter: the incident occurred after third reload was attached (tri-staple egia45avm). The sulu was cycled as normal (open and closed) by the scrub nurse. The surgeon closed the sulu on the jejunum, but when he pushed the fire button, the sulu didn't fire. The surgeon opened the sulu and converted to a manual handle. There was a slight delay in the operation time by about one minute. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes. No reinforcement material was used.

Manufacturer narrative:
(B)(4).